Event description:
During a laparoscopic procedure to remove an ovarian cyst, the scissors portion of the instrument broke off in the patient. A second physician was called in to assist with the removal. Initially unable to locate the dislodged piece, radiology was called in. Eventually the piece was located and removed, after an additional hour of or time and multiple extra ports and equipment were used.